Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device's power management board needs to be replaced to address the issue.